Event description:
On (B) (6) 2005, it was reported that a patient with a locking mechanism failure of their cyclone implant. The locking clip fell off because the cervical screw was not flush with the cervical plate. When the doctor attempted to lock the clip in place it rode over the screw and disengaged from the plate then fell off. The surgeon concurred that, that had been the reason for the clip to have fallen off. The surgeon elected to not replace the incomplete cervical plate and completed the surgery.

Manufacturer narrative:
A review of the DHR could not be done because the lot number was not available. The surgeon is deceased, so a detailed follow-up cannot be completed. A review of the complaint history showed there had been no other complaints for any members of the cyclone 1 level plates. Based on a review of the product drawings, complaint history, and email documentation, the root cause of the locking mechanism failure appears to be a surgical procedural problem. There was no indication of a material, design, or manufacturing problem.